Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport m.r.I. Isp. 9 days post procedure an x ray, revealed extravasation. Further fluid leak, migration, material separation and fracture was noticed. On (B)(6) 2026, the catheter was removed with a terumo stiff wire and replaced with a new system. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture, material separation, migration and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport m.r.I. Isp. An x ray on (B)(6) 2026, revealed complete dislocation of the catheter from the port chamber and extravasation. The break was identified approximately 5 mm distal of the junction between the catheter and the port chamber. This vertical fracture progressed into a horizontal break, resulting complete catheter separation and subsequent dislocation. The proximal 5 mm catheter segment adjacent to the port chamber remained intact. On (B)(6) 2026, the catheter was removed with a terumo stiff wire and replaced with a new system. Additionally patient experienced pain and swelling. However, the current status of the patient is unknown.